Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after announcing a dinner meal on the first day of ilet use, the user experienced hyperglycemia with a peak blood glucose of 316 mg/dl for about one hour while approximately 6 units of insulin were on board; education was provided that the system was in its initial learning phase and would continue dosing to reduce glucose. Symptoms included hyperglycemia without associated clinical effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included triage, review of insulin on board, and user education on expected early-use behavior. Investigation of this case revealed no device alarms, no reported malfunctions, and a glucose trend beginning to decline after the event, consistent with expected adaptive dosing during initial use. It was concluded, based on previously established findings for similar reports, that the cause was unclear.